Manufacturer narrative:
Investigation summary: a sample has not been returned for evaluation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Upon completion of the investigation, a second supplemental MDR will be filed.

Manufacturer narrative:
Additional information: samples have been received for evaluation. Investigation summary: 91 sealed and intact and 2 open 31g x 8mm pen needle samples were returned from lot no. 6202727, cat. No. 320792. Visual examination was carried out on the open samples and it was observed that one of the samples was broken at the patient end. No indentation on the hub or shield was observed. No issues were observed on the second opened sample. 30 sealed and intact samples were visually examined and no issues were observed. No manufacturing related issues were observed with the returned samples. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported, the the bd ultra-fine¿ short pen needle is 31 gauge, 8 mm (5/16") are fragile and the needle broke off after the injection. Found during use. No serious injury or medical intervention noted.